Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was making a strange noise coming from the inside of the device prior to operation. There was no patient impact.